Manufacturer narrative:
Patient: chosen because "patient unaffected by incident...." Device: unk chosen because device has not yet been evaluated. The device in question has been returned to the manufacturer and is currently in process of evaluation. Based on the information known at this time, boston scientific cannot confirm the user's complaint and cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.

Event description:
The hospital reported a coil embolization procedure of an intracranial aneurysm. The physician was coiling a patient with 8 unruptured aneurysms. The physician successfully coiled 3 aneurysms using 18 coils, an excelsior 1018 microcatheter and the device in question. The physician had difficulty accessing the 4th aneurysm when he felt a different in the device in question while watching the tip under fluoroscopy and noticed that the tip did not move. The physician checked again and the tip remained stationary. Realizing that the device in question had snapped, the physician carefully retrieved the distal section of the device in question, leaving the excelsior 1018 microcatheter and the tip in place. There was a small portion of the device in question visible at the distal end of the microcatheter. The physician retrieved the distal broken tip of the device in question and the microcatheter together. The physician checked the flush on the microcatheter, which was fine, and then continued to coil the 4th and 5th aneurysms with the same microcatheter and a new transend 0.014" guidewire. The hospital reported a total procedure time of 3.5 hours and that the "patient was unaffected by the incident and is leaving the hospital on 19.8.06." The hospital reported that the event occurred in the a1/a2 junction, that there were no patient complications and that the patient condition is okay.